Event description:
Information was received indicating that smiths' cadd administration set was found leaking through the back of the air eliminating filter while running chemotherapy. It was reported that there was a small hole in middle dripping when pump is running. The line is cytotoxic. There was no reported injury to the patient.

Manufacturer narrative:
One cadd administration sets was returned for analysis. The return sample consist of one sample product from p/n 21-7394-24. The return sample was received without its original packaging and in used conditions. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination and no discrepancies were found. Functional leak testing on the sample received was performed using hydrostat vessel to look for unusual functions and leak was detected in the filter air vent. The customer's reported problem was confirmed. Investigation was performed in order to complete root cause analysis of this failure mode. The problem source of the reported problem is unknown.